Event description:
On 10-dec-2025, a company representative - service personnel contacted technical service to report that centrella med-surg (product code p7900b200011, serial number (B)(6)), had head moves up on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found caregiver panel needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 10, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caregiver panel to resolve the reported event. Based on this information, no further action is required.